Event description:
"We have received a walker from a user where the fork fell off. The patient weighs approx (B)(6) and have hit the wall with the walker and then went fork came off.

Manufacturer narrative:
The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).